Manufacturer narrative:
The troponin t hs stat reagent expiration date was provided as 12/2016.

Manufacturer narrative:
(B)(6). This event occurred in (B)(6).

Event description:
The customer complained of questionable high results between 50-70 ng/l for 1 patient tested over the course of 5 days for troponin t hs stat (high sensitive short turn around time) troponin t hs stat. The results did not fit the clinical picture of the patient. The results were reported outside of the laboratory. When the troponin t hs stat results did not fit the clinical picture of the patient, the customer ran tni tests with the abbott and siemens method. Heterophile interference was excluded by the customer. Dilution testing showed elevated results. Refer to the attached data for patient results. It is not known if an adverse event occurred. No adverse event was reported. The e601 analyzer serial number (B)(4).

Manufacturer narrative:
The patient sample was submitted for investigation. The customer's results were reproduced. A reagent specific issue was not identified. Based on the results of further investigation, the troponin t hs value is considered to be correctly positive. An interference was not detected. It is possible to receive slight chronic elevations in troponin t hs results without any symptoms of an acute event.

Manufacturer narrative:
Prior to the event, the patient presented with syncope on (B)(6) 2015. He had been feeling vaguely unwell (epigastric pain). He took gtn spray and then lost consciousness. He was given hx of ihd and positive troponin treated as an acute coronary syndrome. Given clexane along with dual antiplatelet therapy. Incidental finding on CT chest of multiple pulmonary nodules. The patient would usually have been referred for inpatient coronary angiogram, however given the pulmonary nodules the angiogram was deferred until after investigation of these. The extended hospital stay over christmas was to manage nstemi initially. The patient was given dual antiplatelet agents and clexane without an adverse event. The patient was discharged (B)(6) 2016. The patient came back to the emergency department (B)(6) 2016 with a similar story but was not admitted. It was documented that "troponinaemia investigated when seen in respiratory outpatients clinic. Exercise tolerance test done ¿ exercised for 3mins 42 sec. Heart rate 77%. Dukes score 4. The patient was evaluated as not having angina currently." There were no physical adverse outcomes from the elevated roche troponin t hs results received between (B)(6) 2016 and (B)(6) 2016.